Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 14, 2014-november 17, 2014. The evaluation of the returned device is complete. The device was received outside of its original packaging. Visual inspection revealed a missing blue winged luer cap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was identified that the large volume intermate was missing the blue winged luer cap. There was no patient involvement. No additional information is available.